Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional additionally reported "invasive mammary carcinoma"-not device related against left device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and missing shell (0-25%). Leak test and microscopic analysis was performed which identified: striated broken on anterior, observed void >1 mm in non-textured, valve-to shell-bond area, and air pockets were observed within the valve to shell bond area, it is out of specification per (B)(4), was identified which is characterized as a workmanship, however, this workmanship is not relationship with the complaint. A further investigation will be requested to analyze this case. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated broken on anterior assessed as surgical damage. Missing shell assessed as inconclusive. Air pockets within the valve to shell bond area, which is characterized as a workmanship, however, this workmanship is not relationship with the complaint.